Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "door not fully latched" alarms, determined to be caused by a loose link screw (upper). The link screws were replaced.